Event description:
An arthrex knotless fibertak anchor was inserted into right shoulder. When the insertion device was removed from the patient the tip of the device was in patient bone with anchor attached. Doctor stated that there wasn't any additional pieces of insertion device in patient. Surgery proceeded as planned. Patient transferred to post-op without issues.